Manufacturer narrative:
Results: the customer reported event was confirmed via the correspondence with the international representative. However, no device was received back, so testing and inspection could not be confirmed. No relevant manufacturing issues were identified during review. Conclusion: because additional follow up and the corresponding parts were not available for review, a definite root cause could not be determined.

Event description:
It was reported that; stryker distributor has received a notice from patient's lawyer informing the patient will need to undertake new spine surgery due to breakage of spine screw. Report described in notice received: on (B)(6) 2014 patient went to surgery due to diagnosis of cauda equina syndrome (ces) on l3/l4, in conjunction with lumbar discopathy l2/l4, when was implanted stryker implants.

Event description:
It was reported that; stryker distributor has received a notice from patient's lawyer informing the patient will need to undertake new spine surgery due to breakage of spine screw. Report described in notice received: on (B)(6) 2014 patient went to surgery due to diagnosis of cauda equina syndrome (ces) on l3/l4, in conjunction with lumbar discopathy l2/l4, when was implanted stryker implants.